Event description:
It was reported that the pump's "usb port damage (has to adjust the cord to get the pump to charge)". There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.